Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an auto-off alarm occurred. Customer alleged that there had been interaction prior to alarm. Reportedly, customer resumed insulin delivery. Customer¿s blood glucose level was 250 mg/dl.